Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional faxed to confirm the event. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified device patch with lot number 2289798, catalog number 68-210 and fluids inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.